Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that a part of the metal part of the grasping section was missing. The probe was cracked and bended. At the position of the probe crack, there was a scratch. The manufacturing record was reviewed with no irregularities. This type of grasping section damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the grasping section was damaged when the users grasp hard object and activate seal & cut mode. And there is a possibility that the probe damage error was occurred since the user output the seal & cut activation with grasping hard object. The instruction manual of the subject device already states; warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
The subject device was used during a laparoscopic enucleatic myomectomy. Probe damage error occurred and the metal part of the tip fell off inside the patient. The fragment was retrieved from patient body. The procedure was completed with another sonicbeat device. There was no patient harm reported. The device was returned to olympus medical systems corp. (Omsc). Omsc investigated the device and it was found that the ptfe pad of the device was severely worn on (B)(6) 2015. This is the first report of the two. Please cross-reference the following report about the ptfe pad wearing: 8010047-2015-01361.